Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a 2nd degree ulcer on the patients back under the vibration box. There was no alleged device malfunction contributing to the irritation. The patient received a wound dressing to pad the area from the hospital wound center and the patient's doctor prescribed a patch to wear over the ulcer. Follow up indicated the irritation improved.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a 2nd degree ulcer on the patient's back under the vibration box. There was no alleged device malfunction contributing to the irritation. The patient received a wound dressing to pad the area from the hospital wound center and the patient's doctor prescribed a patch to wear over the ulcer. Follow up indicated the irritation improved. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.